Event description:
It was reported that there was an inaccurate display of insulin. There was no reported impact to the customer¿s blood glucose level. The customer decided not to proceed with further troubleshooting, and no additional actions were taken by technical support.